Event description:
Reporter indicated that during generator replacement surgery for end of service, high lead impedance reading was obtained (dc-dc code 7 and limit) when the new generator was attached to the original lead. Pre-implant testing of the new generator prior to attaching it to the original lead was within acceptable limits, ruling out any problem with the new generator. The patient's lead was also replaced. Further follow-up revealed that the last diagnostic testing performed on the patient's original ncp system (2001) was within normal limits, indicating that the system was functioning properly at that time. Review of available device programming history indicates that the original pulse generator was functioning on a 27% duty cycle. In review of this data, the device was expected to last approximately 3.3 to 4.4 years, thereby confirming that the original bipolar lead was functioning prior to explant, as premature battery drainage was not observed. Further more, additional correspondence with the treating physician disclosed that a visual break on the lead was not identified. A result of the diagnostic test reading during generator replacement surgery, the physician elected to replace the original bipolar lead. It is believed that the original bipolar lead may have been damaged during the explant procedure of the original pulse generator, as evidence supports that the original bipolar lead was operating as expected prior to generator replacement surgery. The patient's new ncp system has been programmed to on and the patient continues to experience efficacy. The patient remains seizure free.